Manufacturer narrative:
Taper I. Medwatch sent to FDA on: 03/aug/07. Visual examination of the returned device determined the access port tubing connector to be a taper I. A breakage was noted in the port tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Performance tests indicate no leakage and no blockage at the access port. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as "port broken".